Manufacturer narrative:
Unit passed rewind, basic occlusion, occlusion, prime/a33,excessive no delivery alarm and displacement test. Unit unable to communicate with meter, glucose sensor simulator and minilink trasmitter due to faulty y1 on rf board. Numbers do not ramp up on their own or scroll bar moving with no input. Unable to verify sg v bg due to failure anomaly. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Unable to verify change sensor alarm due to faulty rf board anomaly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that numbers on the insulin pump were ramping up without input. Customer's blood glucose reading at the time of the call was 11.3 mmol/l. No further information reported.